Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic), the right ventricular (rv) lead, lead integrity alert (lia), and the impedance on the was beyond the expected upper range. Analyst commented, lia rv warning occurred for increased sic count and 2 or more high rate non sustained episodes less than 220 milliseconds on (B)(6) 2016. Rv pace lead impedance was 4047 ohms on (B)(6) 2016. Sic went up to 2202 (within 2 days) along with evidence of oversensing. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was replaced and remains implanted-out of service due to lead integrity alert (lia) for short interval counts (sic), noisy episodes, high pacing impedance, and suspected lead fracture was reported. No patient complications have been reported as a result of this event.